Event description:
A customer observed positively biased total b-hcg qc results on the vitros eci analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event found the issue was related to the analyzer, through comparison testing with an alternate eci analyzer on-site. A field engineer replaced multiple analyzer components, made necessary adjustments and cleaned the incubator. After recalibration, quality control results were acceptable. The root cause of the biased results was instrument related.